Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported shaft detachment, difficult to remove, device embedded in vessel or plaque and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the left anterior descending coronary artery. A 3.50 x 26 mm graftmaster covered stent was deployed and successfully sealed the perforation; however, on removal of the stent delivery system (sds), resistance with the anatomy was met and the shaft of the sds separated. The separated portion of the device could not be retrieved and was therefore embedded into the vessel wall. The patient was reported to be stable post procedure. No additional information was provided.